Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found no visible defects, but showed self-activation in the cut mode. The investigation found the device to be self-keyed in the cut mode. The product engineer conducted an evaluation of the device. The tactile feel of the switch was tested and found to be satisfactory, indicating the dome had not inverted. Function of the switch tested normal. The self-keying pencil was found to have a problem in the cable, at the location where the cable jacket enters the strain relief at the pencil base. Removal of the strain relief showed dark-colored corrosion/contamination beneath the strain relief. Peeling back the cable jacket revealed breakage of the red and blue wires the insulation of the white wire was found to be cracked. Also, the color of the wire strands is darkened, and not shiny. The damage is consistent with damage caused by extreme heat/humidity and over-usage. The investigation identified the root cause of the reported event to be user misuse. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to there reporter, prior to procedure, the pencil was connected to generator and it was recognized, then cut was activated unintentionally. New pencil was opened to continue the procedure. There was no patient involvement.